Manufacturer narrative:
Investigation results: according to the available information, there were no negative consequences for the patient. Vigilance investigator carried out the pictorial documentation visually. Triangle shape. The triangle measures in longitude approx. 2,1cm and in width 1,5cm. We performed a functional testing with a stripe of the remaining implant. The implant has been rehydrated with distilled water and applicated to a finger, the implant adhered fully and didn't detach from the finger. The device quality and manufacturing history records have been checked for the lot number 218104 and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Based on our investigation and due to the fact, that the received rest of the lyoplant onlay shows that a triangle of 1,5 cm to 2,1 cm has been cutted off, we assume that the part who has been used for surgery was to small in its dimension and has not been applied according to the IFU.the implant should overlap the surrounding dura by approx. 1 cm fulfil the adherence requirements.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an intraoperative issue with the lyoplant onlay. During a procedure, it was noted that the device did not attach to the dura. Another lyoplant was opened and used instead. Additional information was not provided.